Manufacturer narrative:
The company service rep examined the system and found that it met specifications. He was not able to duplicate the reported problems. The customer did not save the cassette for evaluation.

Event description:
The customer reported that during a cataract extraction procedure on a four week old infant, the cassette stopped draining, was making noise, and the doctor was experiencing poor irrigation. At that time, the pt experienced a soft eye. Additional information received stated that the accurus system would not increase aspiration, and then the aspiration cut off entirely. The collection bag needed to be removed and reinserted. The system worked fine after that. However, a posterior capsule tear occurred and the chamber was lost. A lens fragment prolapsed into the vitreous. The case was completed. The pt prognosis is unknown. The doctor mentioned that their most experienced scrub tech was on medical leave, and she was not sure if the staff was setting the unit up properly. They also reported that the unit was working fine prior to the incident.